Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was a historic overdischarge event. A revision occurred. The rep was not able to read the ins prior to the replacement. It was unknown when the overdischarge occurred. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The cause of the overdischarge and patient weight remains unknown. The customer discarded the implantable neurostimulator (ins). This information was confirmed with the physician. No further complications were reported/are anticipated.